Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 11cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the shock coils was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, the physician noted the new dx lead had noise on the lead that was read as t-wave over sensing, no shocks received and no impedance changes noted by physician. The physician decided to explant the entire system, as it was unclear whether the noise and oversensing was due to the lead or the device.